Event description:
Literature was reviewed regarding short- and mid-term efficacy of sacral neuromodulation in the treatment of neurogenic overactive bladder in patients with multiple sclerosis. The following medtronic devices were used: insterstimtm, insterstim iitm and interstim microtm systems. Among [all / all medtronic device name] patients adverse events / device product performance issues included: 1. Maintenance of efficacy up to 5 years was recorded with implantable neurostimulator (ins) explants. At 3 months, 3% of patients had a loss of efficacy and had the ins explanted. At year 1, 12% of patient's had a loss of efficacy and had the ins explanted. At year 2, 20% of patients had a loss of efficacy and had the ins explanted. At year 3, 36% of patients had a loss of efficacy and had the ins explanted. At year 4, 46% of patient had a loss of efficacy and had the ins explanted. Lastly at year 5, 46% of patients had a loss of efficacy and had the ins explanted. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Citation: carolus, b., dequirez, p., oliveir, o., et al (2025). Short- and mid-term efficacy of sacral neuromodulation in the treatment of neurogenic overactive bladder in patients with multiple sclerosis. Multiple sclerosis journal. Vol. 31(4) 489¿496. Doi.org /10.1177/1352458525132317 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.